Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot.

Event description:
Scorpio nrg ps poly exchange from original surgery. Update: as reported in how was issue noticed: during the doctor's clinical evaluation. Patient states knee is "locking". As reported in adverse consequences details: patient had a revision surgery to exchange a broken ps poly post.

Event description:
Scorpio nrg ps poly exchange from original surgery. Update: as reported in how was issue noticed: during the doctor's clinical evaluation. Patient states knee is "locking". As reported in adverse consequences details: patient had a revision surgery to exchange a broken ps poly post.

Manufacturer narrative:
An event regarding crack/fracture of the post of a scorpio tibial ps insert was reported. Clinician review of the medical records provided confirmed the event but could not determine a root cause. Method & results: product evaluation and results: the device was not returned however one photo was provided of the explanted device. The photo shows a fracture of stabilizing ps post. Medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: x-ray confirms the reported broken post. Need patient demographics, operative reports, clinical reports, histopathology reports, office notes, serial x-rays and examination of the explanted components. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there were no other events for the lot provided. Conclusions: a review of the provided medical records by a clinical consultant stated the following comment: x-ray confirms the reported broken post. The root cause of the fracture of the post of the insert is not identified. Further information such as patient demographics, operative reports, clinical reports, histopathology reports, office notes, serial x-rays and examination of the explanted components. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.